Manufacturer narrative:
Follow-up #1: date of submission on 06/08/2017 device evaluation: the cartridge has been returned and evaluated by product analysis on 05/17/2017 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test, leak test, and force test were performed with no failures observed. The cartridge force readings were confirmed to be within specifications; no failures were noted relating to the loss of prime complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On 04/10/2017, the reporter contacted animas and alleged, the patient experienced a blood glucose (bg) of 400 mg/dl with symptoms of polydipsia associated with air bubbles in the cartridge. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was determined that there were air bubbles in the cartridge. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery. The alleged bg excursion does not meet criteria for a serious injury.